Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional and the manufacturer representative (rep). The cause of the high impedance was never determined and had not resolved. No action was taken at this time, the patient was considering a paddle lead in the future. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had a loss of therapy. The patient had high impedances on multiple contacts. The representative tried reprogramming but the patient felt stimulation in the abdomen. It was noted that the patient may also have scar tissue and the leads looked ok on floro. There were no reported falls or traumas. The change in therapy or symptoms was considered gradual as the issue had been getting progressively worse since a lead revision. The indication for use was non-malignant pain.